Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the investigation results. The most probable cause of the foreign objects on the c-cover was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During device analysis, the service repair center identified foreign objects in the c-cover. There was no patient involvement.